Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, part of the jaw of the device broke off and was retrieved by the surgeon. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, part of the jaw of the device broke off on the patient's cavity and was retrieved by the surgeon. There was no patient injury.